Manufacturer narrative:
One quadripolar, uni-directional, curve d, flexability ablation catheter was received for evaluation. Upon visual inspection, the distal tip of the catheter was found to be fractured. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and the investigation performed, the cause of the fractured tip was unable to be determined.

Event description:
This report is to advise of an event observed during analysis confirming a fractured tip.